Event description:
A customer reported unexpected positive results with the weak d assay on the galileo neo instrument.

Manufacturer narrative:
An immucor field service engineer performed the unexpected reaction checklist. Quality control was performed. Four samples of weak d, and the sample with unexpected reactivity, were tested. The three weak d samples resulted as expected. The donor sample in question resulted as weak d positive. The customer will further investigate reaction issue with donor sample. The neo instrument was within specifications and is operating as expected.